Manufacturer narrative:
It was reported that the 120cm outback elite re-entry catheter needle did not retract after the needle was deployed inside the patient. There was no report of patient injury. The physician pulled the outback out of the patient with the needle still deployed. Multiple attempts were made without success to obtain additional information. A non-sterile unit of outback elite 120cm re-entry was received inside of a plastic bag. The cannula was received deployed. No anomalies were observed on the device. The catheter usable/working length was measured and it was found within specification requirements. Also, the cannula deployment length was measured and also was found within specification requirements. After the received unit was flushed, functional analysis was performed and when the "handle deployment" was actuated several times, the cannula/needle tip was able to deploy and to retract every time. A review of the manufacturing documentation associated with this lot 17613673 was performed and the event reported by the customer as ¿cannula/needle (outback only) - retraction difficulty - unable to¿ was not confirmed as the functional analysis was performed successfully. The exact cause of reported event could not be conclusive determined. However, procedural factors might have contributed to the reported event. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Neither the product analysis nor the manufacturing records review suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the 120cm outback elite re-entry catheter needle did not retract after the needle was deployed inside the patient. The physician pulled the outback out of the patient with the needle still deployed.